Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one week after implant the patient developed a hematoma/pocket infection and endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted and later replaced. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.